Event description:
A physician reported leakage from the bottom of the cassette and did not collect in the drain bag during procedure. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet anterior pak was visually inspected. The drain bag check valve was sealed. The ball in the drip chamber¿s check valve moved freely per specification. The submerge leak test was performed on the cassette. No leakage was observed during generating 200 millimeters of mercury (mmhg) pressure into the cassette. The sample was tested with the lab stock drain bag using the console. The sample could prime and tune with the ultrasonic handpiece, the 0.9 millimeters (mm) aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the manifolds, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality. The blockage of the check valve prevented fluid from flowing to the returned drain bag, and caused elevated back pressure and ultimately, leakage at the pump area/elastomer of the fluidics module. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier will be made aware of the issue; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action will been requested at this time. Based on current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).